Event description:
On (B)(6) 2012 the pt reported a2 (battery low) alert was displayed on her infusion device and she cleared the alert and e6 (mechanical) error was displayed. She was assisted with clearing the error and reconnecting to the infusion device. She stated that she has been off of the infusion device for 2 hours due to the e6 error. She stated she is pregnant and has not eaten anything and her blood glucose was elevated to 400 mg/dl. Her normal blood glucose range is 70-140 mg/dl. Due to elevated readings and issues with the infusion device she went to her doctor's office and she was treated with an injection of insulin and an IV (contents unknown). Further attempts to follow up with the pt to gather additional info were unsuccessfully. No product was requested to be returned for eval.